Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was more than 400 mg/dl and the sensor glucose was more than 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 40 mg/dl. Threshold/low suspend limit in sensor settings: 40 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor is expected to return for analysis and insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No unexpected alarms noted during testing. Device properly connected to the glucose sensor simulator. No communication anomaly noted. Device calibrated with sensor and glucose simulator box. No calibration anomaly noted. Device was programmed with a test guardian link transmitter and a test glucose sensor simulator was set to 135mg/dl and monitored. The sensor low settings was then programmed for 90mg/dl and the alert on low was turned on. The test glucose sensor simulator blood glucose level was lowered, the device was monitored, and the alert on low and auto suspend activated properly. No unexpected auto suspend anomalies noted during testing.(B)(4).